Manufacturer narrative:
The device has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.